Event description:
It was reported a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was out of specification in relation to the reported symptom, which was reproduced. Symptom system error 105 was confirmed and caused by a failed input/output printed circuit board. The device was retired from service.